Event description:
Additional information was received that the issue occurred during infusion. The infusion was life sustaining and the patient was able to switch to a different pump to receive the remaining infusion. There was no patient injury.

Manufacturer narrative:
H2: see a1-a3, b3, b5, h6 (patient code).

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; motor was noted to need replacing. This confirms the reported customer complaint. The problem source however has been determined to be unknown.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump is not infusing. No adverse effects reported.